Event description:
It was reported that the c-arm is jerky resulting in blurred images, which caused the patient to be re-exposed. It was determined that the tomo potentiometer needed to be replaced. Once this was done the system is working as intended.